Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product was returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for glucose levels above 1100 mg/dl. The customer stated that she was experiencing high blood glucose levels two days prior to the event, and she changed the infusion set four times. Troubleshooting was performed, and the customer noticed that some boluses were missing from the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.